Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for a stroke. The customer's blood glucose was 500 mg/dl. The caller stated that the insulin alarmed motor error during bolus. Troubleshooting was performed. It was stated that the customer did have an MRI, but the insulin pump was disconnected from the customer and placed in another room. Reviewed the alarm history and found an error alarm. Assisted the customer to run a self test and passed. Performed the displacement test and the test failed. Advised that the customer should revert to pack up plan. No further info was provided.

Manufacturer narrative:
The insulin pump failed displacement test and stuck in motor error alarm loop during bolus delivery due to out of phase motor encoder signal. The insulin pump passed prime and basic occlusion test. Unable to perform occlusion and excessive no delivery alarm test due to motor error alarms.